Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # 984a58. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two reloads present. The reload (b) was received partially fired 4/5. The reload (c) was received fully fired. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the device. Additionally, photos were provided and they showed the condition of the reported event. The partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 984a58, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, the stapler did not fire all the way to the endo of the cartridge. Two firings and then changed to another stapler without further issue. The surgery was delayed and completed successfully. No patient consequences were not reported.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.